Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 at 7:00 a.m. Due to high blood glucose. They had tried treating with a bolus but it would not go down. The customer¿s blood glucose level during the incident was 400 mg/dl. The customer¿s blood glucose level at the time of admission was 250 mg/dl. It was noted that their health care professional changed the program setting of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Findings; pump received with the reservoir tube lip partially broken and reservoir tube missing the o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Pump received with normal operating currents and passed the self test, displacement test, rewind, unexpected alarm error test, prime test, and the excessive no delivery test. Unable to perform the basic occlusion test, occlusion test, and the dat test due to broken reservoir lip. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained lcd resilient cover, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.